Event description:
It was reported that a patient underwent a skin laceration repair of the web between the 4th and 5th toes on (B)(6) 2014 and a topical skin adhesive was used. Three days post procedure the patient began treatment with antibiotics for an infection and four days post procedure, the adhesive came off. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.